Event description:
It was reported that the device was used during a hemorrhoidectomy. The stapler misfired, cut and partially stapled halfway. Hand sutures were used to complete the case. Unknown patient consequence at this time. One device being returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.